Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. Therefore, all products with those lot #s have been properly sterilized before being placed on the market. This is the first and only complaint received on those lot #s/ster. Device analysis the devices involved weren't available to return to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: · the source of the infection; · clinical data for the patient. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the involved devices, we can state that the event was not product related. According to the applicable ifus, infection is an adverse effect that can occur in orthopaedic prosthesis procedure. Pms data according to limacorporate pms data, the revision rate of smr reverse prostheses due to infection is 0.08%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect similar issues. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2024, due to infection. It was reported that the patient developed staph. Aureus infection. The shoulder was washed out and the following components got exchanged: · smr reverse liner standard (product code 1360.50.010, lot #24at0qj - ster. 2400078) - product not sold in the us · smr eccentrical glenosphere ø 36mm (product code 1376.09.031, lot #2328070 - ster. 2300275) according to the received information, all other components including the customized glenoid were well fixed. The prosthesis was stable, not grossly infected. Patient is a female, 80 years old, bmi of 28. Patient had the primary surgery on (B)(6) 2019. The first revision surgery took place on (B)(6) 2024, due to loosening of the metalback (event registered as complaint # (B)(4). During that surgery, the customized glenoid was implanted (cmd 23-1494). Additional patient's clinical details aren't available. Event happened in new zealand.